Event description:
It was reported that a lead integrity alert (lia) triggered on the right ventricular (rv) lead due to t-wave oversensing (twos), high rate non-sustained episodes and short v-v intervals. The rv lead remains in use. No patient complications have been reported as a result of this event.